Manufacturer narrative:
System analysis/service repair: the laser system error 160 could not be duplicated by the service technician, however water leakage from the resonator was confirmed. The laser system was a new install and was exchanged under warranty.

Event description:
It was reported that during a prostate procedure, multiple error 160 codes were rec'd; it is not known if the procedure was completed. It was also reported that add'l procedures were cancelled due to the laser malfunction. There was no report of pt injury. No add'l info is available.